Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the driver stopped, and the io was not placed. Vascular access was achieved by other methods. The device failure did not contribute to the patient's death.